Event description:
It was reported that a pt underwent a sling procedure 2009. During the procedure, the surgeon discovered that the mesh from a pelvic floor repair procedure which had been performed during 206, by a different surgeon, had bundled up. The operating surgeon repaired this and completed the sling procedure.

Manufacturer narrative:
Date sent to the FDA: 04/30/2009. Mesh bunching occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.